Event description:
The customer reported the system's vertical lift was stuck in the upright position. No report of patient or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The vertical column was replaced. The system was then found to be operating as intended.